Manufacturer narrative:
The product was received for evaluation and the reported issue was confirmed. The catheter was observed stretched and broken in the middle section of the catheter lumen. The user reported that the device likely came into contact with a calcified lesion during the procedure which resulted in the balloon getting caught. It is likely that excessive pull force to the catheter while attempting to remove the catheter from the lesion resulted in the observed damage. As stated in the IFU: exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All samples used for pull testing during manufacturing passed the test and met the required force before any damage occurred.

Event description:
It was reported that during a procedure using a tuftex over-the-wire embolectomy catheter after inflating the balloon inside the blood bessel, the balloon likely caught on a calcified lesion during the embolectomy so the physician could not pull out the catheter. As a result, the catheter shaft broke off in the middle. The catheter was able to be removed by pulling the broken portion. There were no remnants left inside the vessel. Another catheter was used to complete the operation. No injury occurred.